Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). There were target lesions located in the left anterior descending (lad) artery and in the circumflex artery. The physician used a prowater guide wire and an xb 3.5 guide catheter to access the lesion. The prowater guide wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed five runs at low speed in the lad artery and four runs at low speed in the circumflex artery. During atherectomy, the oad had appeared to jump distally on two separate occasions and the patient had also complaint of chest pain. Post-atherectomy angiography revealed a perforation in the left main artery. The physician was able to resolve the perforation via balloon angioplasty and stent deployment, and also performed a pericardiocentesis. The patient status was stable at the completion of the procedure. Additional information has been requested, but none has yet been received.